Event description:
Boston scientific received information that there were concerns that this pacemaker was depleting faster than expected. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information as the device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information indicates that disk analysis was completed which revealed that there were no device resets and no recorded memory errors. At the present settings the device is operating in the second current bin due to several factors the atrial pulse with at 1.0ms, auto capture on, pacing rates, and the lead impedances. The device is not operating near a current bin edge and there is no indication it has been in auto capture retry. The device estimates it should have about one year remaining longevity.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.